Manufacturer narrative:
Additional, changed, and/or corrected data

Event description:
Additionally, healthcare professional reported rupture, intracapsular and extracapsular rupture, mildy left axillary lymph node, and ¿small amount of peri-implant fluid seen bilaterally, left greater than right.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "tenderness" and "nodule." Additionally, healthcare professional reported rupture. Device remains implanted.